Event description:
The surgeon implanted a silicone lens model aq2010v and was removed. The surgeon noticed an expulsive hemorrhage that occurred during surgery. The faiclity stated the lens did not cause or contribute to the event and there were no other pt injuries. It was conveyed that a product malfunction did not occur.